Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and the issue relating to barrel damage was not observed. The defect for barrel damage was observed during production and the lot was visually inspected to remove affected components. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd preset¿ arterial blood collection syringe had a damaged unit package which impacted sterility. The following information was provided by the initial reporter: "during use, it found that the abg was damage."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd preset¿ arterial blood collection syringe had a damaged unit package which impacted sterility. The following information was provided by the initial reporter: "during use, it found that the abg was damage."